Manufacturer narrative:
Based on the description of the event, one of the sealing plugs of the ecofit® cup fell out intraoperatively. The plug could be found and was removed. The products in question were not provided for an optical examination. Since no pictures were provided either, no optical examination can be performed. The manufacturing documents and the material certificates of the plugs were checked. These did not reveal any errors. The surgical technique and instructions for use were checked and showed no deviations. The surgical technique and instructions for use were checked and showed no deviations. Since the products in question were not provided, several products from the same as well as different batches were checked with regards to their dimensional accuracy and functionality. All of these products showed no anomalies and the plugs were firmly fixated. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the plugs. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The event was assigned to the error pattern "technical failure (loosening of plugs)" in the associated risk management.

Event description:
The following events were reported to implantcast gmbh: "after inserting the acetabular cup, the area was rinsed and patted dry. During this process, one of the three protective caps fell out." (Machine-translated) note: it is known that the event occurred intraoperatively and that the plug could be removed. There are no known effects (e.g. An increase in the duration of the operation). Note: the ecofit® cup is being sent with a total of four plugs. Three normal plugs (ref 02200001), which are pre-assembled in the cup, and one central plug with thread (02803100) which is separately included in the box. Based on the description of the events, one of these normal plugs is affected.